Event description:
It was further reported that the procedure was a ptca /stenting treatment procedure to treat an 80% stenotic lesion at the bifurcation of the lad and 1st diagonal branch (1st diag) coronary arteries. Tyhe vessel was small and tortuous the physician used a 6f pinnacle intorducer sheath for vascular access and a 6f runway. Fl4.5 guide catheter as well as a double wire technique with the pt2 moderate support guidewire in the 1st diag branch. It is noted that resistance was met eith insertion of the guidewire was prolapsed for some of the procedure. The pt was asymptomatic at the time of the guidewire fracture which occurred at approximately 10 - 15 mm from the guidewire tip. The fracture resulted in a complete seperation and no action was taken to recover the retained portion from the distal 1st diag branch. The pt's condition remained stable and the procedure was cinsidered successful. Pt status is reported as 'fine'.

Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support guidewire fractured. The lesion being treated was located in a tortuous 1st diagonal branch (1st diag) coronary artery. There were no patient complications, but the fractured wire tip was not removed from the patient's body.